Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to an infection (non-device related) and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.